Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had autofill failure. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device (B)(4): a getinge field service engineer (fse) was dispatched to evaluate this unit and observed "autofill failure" in log. Fse seeking advice for part replacement. There was error code 37 0xf with "fill fall-pressure solenoid" recorded (k8 solenoid failed to open on initial autofill). Also, encountered pressure regulator couldn't be adjusted to increasing pressure. Its max value was below 340mmhg which happened for the drive regulator test as well. The unit passed all of the manifold tests. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.